Event description:
It was reported that the patient was transported to hospital due to fever, chills, shortness of breath and erythema. The initial laboratory results had shown an increase in white blood cell count; the patient was started on antibiotics. The implantable cardioverter defibrillator and leads were explanted due to infection. A new system will be re-implanted once the infection clears. No additional information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.